Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. At the time of the reported event, the customer had not treated the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.